Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with auditory and vibratory features. The display and all the keypad buttons functioned properly. The battery compartment was found to have cracked from the threads to the base seal and moisture corrosion was evident in the compartment. A leak test showed a leak where the crack is located. Pump casing was opened and no evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed in the battery compartment with no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.